Event description:
It was reported the patient has lost motion of his lower extremities and is not doing well. The patient was implanted in the late afternoon of (B)(6) 2012. The physician performed a laminectomy on the patient from t7 to t12, and a 6 level decompression on the table before the patient was implanted. Patient had severe central spinal stenosis and is presenting with slight weakness in bi-lateral lower extremities. The patient is currently hospitalized.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.